Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Two days after the onset, the patient was admitted to the hospital for the peritonitis event. The cause of peritonitis was unknown. On an unreported date the patient was treated with vancomycin (1gm, route and frequency not reported), fortum (1gm, route and frequency not reported), and heparin (0.5ml, route and frequency not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.